Manufacturer narrative:
The promus premier ous mr 20 x 2.50 stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Proximal stent damage with struts in the most proximal stent strut row lifted from the crimped stent position. The undamaged stent was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination found no issues with the tip.

Event description:
It was reported that shaft break occurred. The 20 x 2.50 mm, 80% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 20 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the shaft was fractured during advancing. The procedure was completed with another of the same device. There were patient complications nor injuries reported. The patient condition was stable.

Event description:
It was reported that a shaft break occurred. The 20 x 2.50 mm, 80 percent stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 20 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the shaft was fractured 25 centimeters from the hub during advancing. The procedure was completed with another of the same device. There no patient complications nor injuries were reported. The patient condition was stable.